Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector at the display board. No battery alarms could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported that the insulin pump's keypad stopped responding. Customer replaced the battery and received a battery out limit. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided.